Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Alarm occurred at night and customer had high blood glucose level sand ketones. Customer is still connected but is monitoring. Customer's blood glucose level was 10.0 mmol/l. Customer stated that the alarm occurred twice during boluses and basal rates. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to rewind the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.